Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the device not powering on with button press. As a result of the delivery delay, customer was unable to test and experienced sweating, feeling sluggish, and a loss of consciousness, requiring treatment of "coke" (soda) by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the device not powering on with button press. As a result of the delivery delay, customer was unable to test and experienced sweating, feeling sluggish, and a loss of consciousness, requiring treatment of "coke" (soda) by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and the reported serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.